Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported several patients with a high degree of myopia prior to lasik resulting in unexpected postoperative outcomes following treatment. There are three reports related to this event. This report represents the unknown patients; others filed for the identified patient.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system was fully tested prior to the event. All tests fully comply with the requirements of the manufacturer. Review of the logfiles shows the system was working within specification as intended. No abnormalities or deviations can be detected in the logfiles which can contribute the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).